Manufacturer narrative:
On 23-oct-2020, the product investigation was updated. Investigation summary: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that it cannot be determined when the instrument damage happened; therefore, both the trauma and the instrument damage may be the cause of the rupture. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2020, mentor received additional information regarding the patient's symptoms. The patient did not experience capsular contracture, but experienced seroma. The relevant field has been updated. Updated reason for device explant and/or reoperation: rupture, seroma, swelling. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/27/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be ruptured. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, and swelling. Concomitant products: 275cc mentor memorygel breast implant (catalog number 3502754bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 275cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture (baker grade iii) and rupture. In (B)(6) 2019, the patient was involved in a car accident but did not appear to have sustained any issues or problems as a direct consequence of the incident. However, the patient has a swollen and painful right breast. The patient's physician initially believed that she had a hematoma but had confirmed that it was not a hematoma. As a result of the patient's symptoms, she underwent bilateral explantation on (B)(6) 2020 and replaced with like devices (catalog number 3502754bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).